Manufacturer narrative:
Device evaluation completed on 5/27/2019: during evaluation of the sample a crease was observed in the anterior and extending to the posterior view. Within crease a rupture was observed in the anterior view measuring approximately 0.2 cm. No other anomalies were observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: right-mentor smooth round spectrum 325cc saline breast implant, catalog number 3501450 serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 325cc saline breast implants which the left side deflated after implantation. The issue confirmed by physician. As a result patient underwent bilateral removal and replacement as follow; left replaced with lot number 7647437, catalog number 3501460, and right replaced with lot number 7647437, catalog number 3501460 on (B)(6) 2019.